Event description:
Rptr described event as follows: an rn took a full sharps container out of the wall enclosure and placed it on the counter to final lock it. As she went to push on the door/flap to final lock the container, the door/flap which had a broken lever fell into the container. She reportedly rec'd cuts to both of her thumbs. The rptr thought the cuts may have come from the plastic locking mechanism inside the lid cowl, however, they were not sure so they are treating the incident as a needlestick.